Event description:
It was reported that the customer was hospitalized; details and nature of hospitalization were not provided. Additionally, the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual correction bolus was administered to address elevated bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the hospitalization; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.